Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/19/2013 with the following findings: investigation revealed that the display screen was blank. Further investigation found internal moisture damage to the display flex cable and connector. Evaluation revealed a crack to the upper right corner of the display area case. A leaks test further exposed leaks at the crack. There was evidence of moisture contamination to the various internal electrical components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter states she went swimming earlier today, when she got back home she noticed condensation under display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.